Event description:
It was reported that the patient was having trouble with her implantable neurostimulator recharger (insr). There was a coupling problem. When she charged her implantable neurostimulator (ins) she was not able to get more than one or two coupling boxes shaded. This had been going on since her last surgery in (B)(6). It was noted the patient met with the manufacturer's representative (rep) who told her the unit was bad. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial # (B)(4), product type: programmer, patient. Product ID: 37754, serial # (B)(4), product type: recharger. Product ID: 977a290, serial # (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 37754, serial # (B)(4), product type: recharger. (B)(4).